Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-05975. The pt had three leads (two from the same lot). It was reported the pt underwent surgical intervention due to the wound at the lead site not healing properly. During the procedure, the doctor decided to cut and explant the distal end of the leads. The remaining portions of the leads will remain inside the pt until new leads are implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.